Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump by providing pump reset information. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arise again.